Event description:
Knee would buckle [joint instability] . Can't climb stairs/ can't go on a ladder [walking difficulty] . It was swollen/ knee got worse [knee swelling] ([injection site joint erythema], [joint warmth]). Still in pain [knee pain] . Couldn't bear weight on foot [weight bearing difficulty]. Cramp [cramp]. Case narrative: initial information received on 12-jul-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves a 67 years old female patient who experienced it was swollen/ knee got worse, can't climb stairs/ can't go on a ladder (latency: 15 days), knee would buckle, couldn't bear weight on foot and cramp, still in pain while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, past medical treatment(s), vaccination(s) and family history were not provided. Her concurrent condition included copd and heart issues. On 09-jan-2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the unknown dosage via intra-articular route for once in a week (lot-unknown; information on batch number requested) as product used for unknown indication. On (B)(6) 2019, patient received the last injection. It was reported by the patient that during third injection she was about to went off the table screaming. On (B)(6) 2019, patient experienced can't climb stairs/ can't go on a ladder, knee would buckle. On an unknown date in (B)(6) 2019, it was swollen/ knee got worse, still in pain, couldn't bear weight on foot and cramp. After the injection, from then on, her knee got worse. It was swollen and red and hot to the touch. She couldn't bear weight on her foot. Her knee would buckle. She called the physician's office several times and they told her that it was normal and wouldn't saw her. Finally, she was able to get in to see the doctor in march and it was then that he said she had a reaction to the synvisc. She should have been seen sooner than march. They did not prescribe an antibiotic or aspirate fluid from her knee. She had a brace on it except at bedtime. She ices her knee daily. Her doctor gave me a double or triple shot of cortisone but said that he won't see her for another year. He did not want to touch her knee because he'd be liable. He recommended knee replacement surgery. It was reported that she still had symptoms. Her knee was not hot anymore, but it was still swollen. It was still buckling. It was still in pain. She did some physical therapy. They said that it wouldn't help her but it wouldn't hurt her either. She had some exercises to do at home. She weared the brace as needed. She was using a cane for stability. She had pain still. She had a cramp. She used a cane for movement. It was also reported that she could not climb and went on a ladder. According to her, it was inhibiting and horrendous. She was uncomfortable and in pain. The event of can't climb stairs/ can't go on a ladder was assessed as serious with the seriousness criteria of disability. The event of knee would buckle was assessed as serious with the seriousness criteria of disability. The event of it was it was swollen/ knee got worse was assessed as serious with the seriousness criteria of intervention required. The event of still in pain was assessed as serious with the seriousness criteria of intervention required. As of (B)(6) 2019, it was reported that patient wanted to know if physical therapy would help. Also reported that the disability lasted several months after the third injection of synvisc but therapy did helped. It was finally resolving until (B)(6) 2019. Final diagnosis was it was swollen/ knee got worse, still in pain, cramp, couldn't bear weight on foot, knee would buckle and can't climb stairs/ can't go on a ladder. Action taken: not applicable for all the events. Corrective treatment: cortisone for it was swollen/ knee got worse, still in pain; brace and cane for can't climb stairs/ can't go on a ladder; brace and cane for knee would buckle; not reported for rest of the events. Outcome: not recovered / not resolved for it was swollen/ knee got worse, still in pain; unknown for couldn't bear weight on foot and cramp, recovering for can't climb stairs/ can't go on a ladder, knee would buckle. A product technical complaint was initiated on (B)(6) 2019 for synvisc. Batch number: unknown global ptc number:(B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: (B)(6) 2019. Additional information received on 05-aug-2019. Global ptc number and ptc results added. Additional information was received on 06-aug-2019 from patient. Event onset dates of gait disturbance, joint instability, joint swelling, injection site joint erythema and joint warmth was updated. Outcome of gait disturbance, joint instability was updated from not recovered to recovering. Clinical course was updated and text was amended accordingly.

Event description:
Can't climb stairs/ can't go on a ladder [walking difficulty], knee would buckle [joint instability], it was swollen/ knee got worse [knee swelling] ([injection site joint erythema], [joint warmth]), still in pain [knee pain], couldn't bear weight on foot [weight bearing difficulty], cramp [cramp]. Case narrative: initial information received on 12-jul-2019 from united states regarding an unsolicited valid serious case received from the patient. This case involves a (B)(6) year old female patient who experienced it was swollen/ knee got worse, can't climb stairs/ can't go on a ladder, knee would buckle, couldn't bear weight on foot and cramp, still in pain while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). (Latency: unknown) the patient's past medical history, past medical treatment(s), vaccination(s) and family history were not provided. Her concurrent condition included copd and heart issues. On (B)(6) 2019, the patient started using hylan g-f 20, sodium hyaluronate injection at the unknown dosage at unknown frequency for once in a week (lot-unknown; information on batch number requested) as product used for unknown indication. It was reported by the patient that during third injection she was about to went off the table screaming. On an unknown date in 2019, after unknown latency, patient experienced can't climb stairs/ can't go on a ladder, knee would buckle, it was swollen/ knee got worse, still in pain, couldn't bear weight on foot and cramp. After the injection, from then on, her knee got worse. It was swollen and red and hot to the touch. She couldn't bear weight on her foot. Her knee would buckle. She called the physician's office several times and they told her that it was normal and wouldn't saw her. Finally, she was able to get in to see the doctor in march and it was then that he said she had a reaction to the synvisc. She should have been seen sooner than march. They did not prescribe an antibiotic or aspirate fluid from her knee. She had a brace on it except at bedtime. She ices her knee daily. Her doctor gave me a double or triple shot of cortisone but said that he won't see her for another year. He did not want to touch her knee because he'd be liable. He recommended knee replacement surgery. It was reported that she still had symptoms. Her knee was not hot anymore, but it was still swollen. It was still buckling. It was still in pain. She did some physical therapy. They said that it wouldn't help her but it wouldn't hurt her either. She had some exercises to do at home. She wore the brace as needed. She was using a cane for stability. She had pain still. She had a cramp. She used a cane for movement. It was also reported that she could not climb and went on a ladder. According to her, it was inhibiting and horrendous. She was uncomfortable and in pain. The event of can't climb stairs/ can't go on a ladder was assessed as serious with the seriousness criteria of disability. The event of knee would buckle was assessed as serious with the seriousness criteria of disability. The event of it was it was swollen/ knee got worse was assessed as serious with the seriousness criteria of intervention required. The event of still in pain was assessed as serious with the seriousness criteria of intervention required. Final diagnosis was it was swollen/ knee got worse, still in pain, cramp, couldn't bear weight on foot, knee would buckle and can't climb stairs/ can't go on a ladder. Action taken: not applicable for all the events. Corrective treatment: cortisone for it was swollen/ knee got worse, still in pain; brace and cane for can't climb stairs/ can't go on a ladder; brace and cane for knee would buckle; not reported for rest of the events. Outcome: not recovered / not resolved for can't climb stairs/ can't go on a ladder, knee would buckle; it was swollen/ knee got worse, still in pain; unknown for couldn't bear weight on foot and cramp. A product technical complaint was initiated and results were pending for same.